Event description:
Narrative from ppcr: according to jail staff, patient last seen alive around 2230 last night. On m110 arrival, patient supine on floor with jail staff doing CPR using aeds. Jail's AED was analyzing on our arrival but did not advise a shock. We moved him to our lifepak where he was in asystole. Continued CPR. Intubated and started IV. Bgl-253. Moved to lucas and then to medic unit. During transport gave 3 mg epi and 300 mg amiodarone. During last 2 rhythm checks patient in v fib. Attempted to defibrillate approx. 7 times but the lifepak would not charge completely. Applied new defib pads and turned machine off and on again, but lifepak still would not defibrillate. No other changes en route. After investigation by physio, the lifepak was found to have a malfunction to one of the capacitors on the therapy board. The capacitor was detached completely leading to believe that the unit may have been dropped. More to come on this from physio hq and post market surveillance.